Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one gst60d reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge was loaded into the test device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). Batch #t5e57y. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic pneumonectomy, the cartridge fell off inside the patient. When it was retrieved from inside of the patient, the staples were protruding. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.